Manufacturer narrative:
This report has been identified as event 2 of b. Braun medical internal report number (B)(4). One (1) photo was provided for evaluation. The photo depicted labeling of lot number 0061745861. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. A review of the batch history records was also performed and no non-conformances or deviations were noted. Retained units for the reported batch number were examined per specification, and no defects were found. Based on the data from our evaluation, the exact nature of the reported defect could not be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as event 2 of b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation, and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Event 2: leakage of the blood set device was identified: as reported by the user facility: "the tubing is leaking IV fluid from where the y meets the filter chamber at the top."